Manufacturer narrative:
The report field event of right ventricular noise was not confirmed from device data reviewed. The device was above eri upon received. Functional device testing was found to be normal.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
Related manufacturer reference number: 2017865-2024-02107. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited noise. The device and lead were explanted and replaced. The patient condition was unknown.